Manufacturer narrative:
No patient information provided as no patient was involved in this concern.concomitant medical products: other relevant device(s) are: product ID: 9735796, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system was working as intended. The pcoip 9735796 zero client s8 svc (671ab55b6j2) was returned for analysis. Analysis determined that there was an electrical failure due to a defective pcba. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the camera cart had been losing connectivity. A clinical specialist (cs) noted that upon closer inspection the pcoip client had been displaying behavior that was indicative of unexpected restarts. The system would go into "no connection" which was followed by a restart of the pcoip client. There was no patient involvement.